Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was returned with blood in the tip of the device. A thick crystallized contrast was found inside the outer member. The stent implant had moved forward on the shaft with the distal end located 7.5 mm distal to the distal marker band. The first 3 rows of struts were exposed and expanded. There was no other damage noted to the stent implant. The sheath had retracted slightly with the distal end located in the middle of the distal marker band. There was no other damage noted to the catheter. There was a 300 cm long guide wire frozen in the catheter. There were kinks in the core of the guide wire both distal and proximal to the catheter. The catheter could not be advanced through the introducer sheath due to the expanded stent implant struts. An attempt was made to deploy the stent but the outer member could not retract. The thick contrast inside the outer member could not be dissolved to try to retract the outer member. The guide wire could not be removed from the catheter. Based on the investigation no evidence of a device deficiency was found that may have contributed to the event. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during advancement through the introducer sheath, resistance was met. The xpert stent delivery system (sds) was removed from the sheath and after removal it was observed that the stent was partially deployed. The access site was the right common femoral artery. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. During processing of this complaint, attempts were made to obtain complete event, patient and device information.